Event description:
Pt underwent a dental treatment on (B)(6), 2010 where membragel was used. The clinician reports on (B)(6), 2010 that pt presents with infected areas 18 and 19 with pain and swelling. Baking soda rinses, antibiotics, pain medication, rinse with peridex are prescribed.

Manufacturer narrative:
MFR completed a review of the mfg records and found the product to be within specification.